Manufacturer narrative:
(B)(4). As the patients discard supplies after each therapy, the sample was not requested.

Manufacturer narrative:
(B)(4). Baxter has received similar reports for the reported condition. The root cause investigation is in progress. Based on the information obtained during baxter's investigation, the cause of this incident was unknown.

Event description:
This is a report of a homechoice patient (hp) who contacted baxter's technical service center to report a caution negative ultrafiltration (uf) on the homechoice (hc) during the drain cycle. The hp said there was fibrin and peritonitis. The nurse verified that the patient was being treated for peritonitis and the hp was in the hospital for a mal-positioned catheter. At the time, additional information could not be obtained.